Manufacturer narrative:
(B)(4). Initial reporter occupation - professor/cardiology. The device was not returned and could not be evaluated. It will not be returned for investigation. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) passed through the sheath but could not be inserted any further. The patient's condition was unstable so the customer successfully inserted a new iab. It was noted that there were no kinks due to the meandering blood vessels. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).